Event description:
On (B)(6) 2012, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.37 on (B)(6) female patient admitted with chest and back pain. The physician decided because of family history of heart failure, mitro valve prolapse, hypertension, pvcs, and an eco showing left centrical infarction = 65%, along with the elevated I-stat troponin result, a cath lab procedure was needed. The cath lab outcome found negative for blockages however the shape of ventricle is altering to the shape of a ballerina slipper. Patient recovered fully from cardiac cath and no additional procedures were conducted. The patient was later discharged. Apoc confirmed that the hospitals non stemi protocol is that a positive troponin must be present before a cath lab is performed. If the elevated troponin was not present, the patient would not have gone to the cath lab but instead would have gone through a stress test and observation. There was no additional patient information or medication presented at this time. The customer is returning product for investigation. Method result date time I-stat troponin 0.37 (B)(6) 2013 11:39; lab troponin 0.02 (B)(6) 2013 13:50; lab troponin 0.02 (B)(6) 2013 21:38. Note: sample type is unknown. Based on the information available at the time, there were no other injuries associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(6) 2013. The customer did not return product for investigation. Retained cartridges were tested and are functioning according to specification.